Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead found no evidence of device defect, malfunction or damage outside the bounds of normal medical use and based on normal segments resistance measurements and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds for the past three years. Other measurements were noted at a normal range. The boston scientific technical services (ts) was hesitant to recommend lead revision since it seems very stable, however, the elevated thresholds would affect the device's longevity. Ts then advised the field representative that lead revision will be physician's preference. Additional information received indicated that this lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds for the past three years. Other measurements were noted at a normal range. The boston scientific technical services (ts) was hesitant to recommend lead revision since it seems very stable, however, the elevated thresholds would affect the device's longevity. Ts then advised the field representative that lead revision will be physician's preference. Additional information received that this lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.